Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 at 10:00 pm the consumer performed a covid-19 at-home test and the result was negative. The consumer had a pcr test performed and the result was positive. On (B)(6) 2022 at 2:30 pm the consumer had a pcr test performed at a pharmacy and the result was positive. On (B)(6) 2022 at 3:10 pm the consumer had a pcr test performed at an urgent care facility and the result was positive. The consumer did not feel the negative test results were accurate. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).